Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that during the implant procedure there were difficulties experienced with the helix mechanism of this lead. The lead was finally able to be placed and had acceptable pacing impedance and threshold measurements. The lead was anchored with the suture sleeve tie down and then connected to the device. As soon as the lead was connected to the device, it began to exhibit noise and a fracture was suspected. The helix mechanism was unable to be retracted, so the lead body was physically turned to remove it from the patient's body. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.